Manufacturer narrative:
A mvp pusher wire without the implant portion cable set, detachment box, and also a microcatheter with a rotating hemostasis valve were returned. Prior to the returned items placed into decontamination, the microcatheter was examined in an effort to locate the mvp plug portion, it was not found. After the items were decontaminated, visual, functional, and dimensional inspections were performed. Mvp pusher wire-microscopy revealed that the distal coiled segment portion (the area to which the mpv implant is bonded to) of the pusher assembly was intact, indicated that the mvp implant was separated from the pusher. Additionally the detachment zone showed no signs of electrolytic exposure. Lot records showed representative units passed the required tensile testing. The microcatheter appeared integral although at 5-6 cm proximal of the catheter tip severe "accordion-ing" was present which might be indicative of high axial compressive loading on the catheter. Detachment testing of the coil segment showed that the coiled section of the returned pusher was detached in approx. 120 seconds. It is theorized that mvp implant potion was mechanical stripped from its delivery wire. This lead to detachment zone mechanical fatigue and the possible thrombus build up about the plug making for higher re-sheathing forces, which caused the plug to separate from the pusher during re-sheathing. Based on the above findings, the complaint was confirmed. The mvp implant was not detached by the detachment box. The mvp implant appears to be mechanically stripped from the pusher wire, evident by the pusher's coil portion being present and the micro catheter having "accordion-ing" in the distal region. Testing of the returned the detachment box and cable set revealed that they were both fully functionally and were able to detach the returned pusher wire's detachment zone and coiled portion properly. This report was inadvertently previously filed under the covidien (irvine) registration number of manufacturing site (MDR# 2029214-2015-002597). As a result we are refiling the report with the correct reverse medical corp manufacturer report number.

Event description:
Medtronic (covidien) received information that reverse medical corp device, mvp could not be detached from the pushwire during a mapping for y-90 procedure. The physician tried 3 times to hit start button and the detachment box never started timing process or proper voltage read. Subsequently, the physician recaptured the mvp in microcatheter, withdrew the microcatheter, and aborted the case. Upon microcatheter removal from the patient, the physician was not able to locate the plug that was expected to be at distal end of the microcatheter. Plug was not found in patient after the physician went back in for further imaging and coiling. The plug was believed to have fallen on the floor and was most likely partially detached from the 3 successive attempts; hence weakening the detachment zone and allowing mvp to detach. No patient injury was reported as a result of this procedure.-0487. Detachment cable set complaint has been captured in (B)(4).